Event description:
Manufacturer review of vns programming history for a patient revealed a single episode of high lead impedance immediately prior to having the vns generator replaced. After the generator was replaced, the impedance was within normal limits. Follow up with the patient's physician office revealed, the patient was seizure-free following the generator replacement. The patient cannot verbalize if stimulation is felt. The patient does have frequent falls and an unsteady gait. The explanted generator was returned for analysis and no anomalies were identified.

Manufacturer narrative:
It is unk if the lead pin may have moved over time or was not fully secured during the initial implant surgery.